Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed.. Angiograms were submitted and reviewed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was planned for closure in the left common femoral artery. Activated clotting time (act) was 400 and 2-3 minutes prior to deployment, protamine was administered. Procedure requirements for manta use indicate act should be below 250 seconds prior to closure. The vasculature was noted as 6.3 x 7.4mm, no calcification or tortuosity, and a deployment depth measurement of 6 + 1. The patient's bmi was noted at 40.37. The IFU warns do not use if the patient has marked obesity (bmi >40 kg/m2). Initial access was planned for the right; however, the stick was too high, and then chose the left side. Access was gained by single stick, with no complication and positioned middle of femoral head. No ultrasound or micropuncture kit were utilized. Procedural requirements for the manta device indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; and do not puncture the posterior wall of the artery. Ten minutes after deployment, hemostasis was achieved at skin level. A follow up angiogram revealed a blush and possible pseudoaneurysm. The IFU precautions in the event bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation; and based on the physician's assessment of the amount of bleeding, use compression, balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The physicians in attendance could not perform contralateral up and over balloon inflations and opted for a surgical cut down. The risk of failing to achieve hemostasis is written in the IFU along with pseudoaneurysm specifically called out as a possible adverse event requiring medical intervention. The root cause of the implant not being effective in creating hemostasis is possibly due to poor access side stick which could not allow the toggle to position correctly and achieve immediate hemostasis. Additionally, the pseudoaneurysm was possibly also caused by the poor access side stick. However, due to insufficient information regarding the initial and deployment procedures, the root cause cannot be determined. Risk documentation was reviewed, and pseudoaneurysm was identified as a known risk.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
Adverse event without identified device or use problem as reported: there was a blush and bleeding at the site. A surgical cutdown was performed. Additional information received on (B)(6) 2021: during a tavr procedure, single access was obtained in the left cfa in the middle of the femoral head. No micro puncture or ultrasound was used for access. The left cfa vessel size measured at 6.3 x 7.4mm with no calcification and no tortuosity. Manta depth was measured at 6 + 1 = 7cm. During the tavr procedure, there were no reported issues with advancing and withdrawing procedure sheaths. Prior manta deployment, act was 125, 21,000 units of heparin was intravenously given, and 125mg if protamine was also given intravenously. Manta was deployed, and hemostasis was obtained at skin level in about 10 minutes. However, after a second angiogram was taken, it revealed still having a blush and possible pseudoaneurysm. The decision was made to perform a surgical cut down. Current patient condition is reported as fine.